Event description:
During a sigmoidectomy procedure, the clips jammed or loose. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.